Event description:
It was reported that this valve was explanted at implant due to incompentence as seen on echo as central jet of regurgitation. At explant, suture loop marking was present near commisure. No further info was provided.